Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation report: we have tried to obtain the incident device for evaluation with no success. The event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. A review of the manufacturing records for the lot number provided revealed that the product passed all quality and manufacturing inspections. The root cause could not be confirmed. . Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of our products. In accordance with 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Unknown- "during surgery dr was using disposable laparoscopic grasper when a portion of the inner jaw broke off and fell into the abdominal cavity of the patient. Dr. Was able to retrieve the broken piece and removed it intact. The grasper was taken and replaced with a new one."